Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 160 mg/dl. The blood glucose reading at the time of the event was over 1000 mg/dl. Nothing further reported.